Event description:
The customer contacted heartsine to report that their device presented a shock button failure. In this state the device may not be able to deliver defibrillation therapy if needed. There was no patient involvement reported with the event.

Manufacturer narrative:
Heartsine's investigation determined the root cause of the reported fault to be a potential use error as no fault was found with the device. No measurable fault was identified and the device performed to specification throughout testing at heartsine. The device passed all self-tests, issuing no shock key faults during this time. The shock key fault could only be replicated by holding the shock button during power on. Given the shock key faults occurred on one date during manual interaction, this may suggest the shock button was pressed in error during the manual power on. The device was scrapped by heartsine and the customer was provided with a replacement device.

Manufacturer narrative:
Heartsine has requested return of the device for investigation. Upon completion, the conclusions will be submitted in a follow-up report.

Event description:
The customer contacted heartsine to report that their device presented a shock button failure. In this state the device may not be able to deliver defibrillation therapy if needed. There was no patient involvement reported with the event.